Manufacturer narrative:
The cobas pure c 303 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys testosterone ii assay result from one patient sample tested on the cobas pure c 303 analytical unit. The initial result was 11.1 ng/dl. The repeat result was 504 ng/dl.

Manufacturer narrative:
The cause of the event could not be determined based on the provided information. The investigation did not identify a product problem.